Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that when the kit was opened, they found the simplicity hemodialysis micro-puncture set was included instead of a regular micro-puncture set. The customer chose to use the kit anyway and utilized the simplicity micro-puncture set successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. There was no harm to the pt.